Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning, high and undefined bipolar impedance, high thresholds and no capture. It was also reported that the lead exhibited high number of the sensing integrity counter (sic) oversensing episodes and over-sensing of noise. Under-sensing was also noted and lead fracture was confirmed by x-ray. The lead was reprogrammed and turned off and remains in patient. No patient complications have been reported as a result of this event.